Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to bacteremia and occlusion. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the lv lead, the lead was removed successfully. Switching to the ra lead with the 14f glidelight, the lead was removed; however, the patient's blood pressure dropped, and a pericardial effusion was detected. Rescue efforts began, including rescue balloon and sternotomy. A perforation in the innominate vein (MDR #3007284006-2026-00029) and the ra were discovered and repaired. The decision was made to abandon the rv lead, along with the capped lld (MDR #3007284006-2026-00032), and patient was placed on bypass. There was no attempt made to unlock the lld. A couple days later, the patient had an open procedure to remove the remaining rv lead. Unfortunately, the patient expired and never recovered from the previous injuries. This report captures the lld ez in use when the right atrial perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A6) patient race - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.